Event description:
The following information was provided: the customer reported that there is excessive trunnion wear of a revised accolade stem which he believes could be due to a 'batch issue' regarding a large lfit head which was in situ.